Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse assigns the cause of the leak to the bubble generator valve manifold. The fse replaced the bubble generator and the leak was resolved. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 880i synchron access clinical system leaked into the reagent carousel area. The operator wore personal protective equipment consisting of gloves and eye protection while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.